Event description:
Home pt (hp) reports leak in pt line tubing of homechoice set, in dwell 2/6 of automated peritoneal dialysis therapy. Hp reports ending treatment and restarting with new supplies with assistance from baxter technician. No pt injury or medical intervention required per hp.